Event description:
The company was informed that the pt developed an oedema over the plant site. The pt was prescribed cortisone. Advanced bionics is in process of gathering more information; once more info is available, a supplemental report will be submitted.